Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error that occurred on (B)(6)2015. Patient's mother reset the device and the reported issue was resolved. At the time of contact, the patient's mother did not report any injury or medical intervention.